Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 22 years old. The last repair was on (B)(6) 2001, for a non related issue. The inspection found that the device had normal wear and tear, with a small nick on the head, and device operated normally. This is a reusable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome took an uneven skin graft.